Event description:
It was reported that a spectrum pump was constantly alarming for a "close door" message. There was no patient injury and no further information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and hence an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.